Event description:
Customer stated was receiving high blood glucose readings. The customer felt weak and was concerned, so they went to the hospital. Their divorce gave a result of 560mg/dl and the hospital device read 160mg/dl. Customer was given some injections which they think was insulin. Unknown if controls were in range. A request was made for the return of the suspect device and replacement product was sent.